Event description:
It was reported that the patient had issues with their inflatable penile prosthesis since implant. The device would not deflate. The pump and cylinders were replaced. The patient had no further complications.